Event description:
It was reported that the patients lead was placed anterior and was scheduled for a revision. The physician ended up removing the whole system due to a clinical decision.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was placed anterior and was scheduled for a revision. The physician ended up removing the whole spinal cord stimulator (scs) system due to a clinical decision that the patient should not have an scs.